Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose level was 70 mg/dl and was treated with brownie and peanut butter. The pump did not beep as it usually does. The customer performed audio test and it was pass but it did not beep when she was low.the insulin pump will be returned for analysis.